Event description:
On (B)(6) 2012, 4 hours following a pump replacement surgery where priming of the device occurred, the patient was having trouble breathing. The patient experienced overdose symptoms. The pump delivered baclofen 1250 mcg/ml at a dose of 200 mcg/day and preservative free morphine 20 mg/ml at 3.19 mg/day. During the pump replacement surgery, the hcp could not aspirate "much" from the existing catheter. The hcp was not sure where the issue was with regard to the catheter. It was further reported by a nurse who was in the recovery room with the patient that the patient experienced respiratory depression. The patient had been in the recovery room following the pump replacement for 3-4 hours as of the time of the report. The patient was getting progressively worse and was on the verge of respiratory arrest. The nurse was keeping the patient breathing and telling the patient to take deep breaths. The nurse wanted to have the pump stopped and it was unknown if the pump was incorrectly programmed. The nurse placed a magnet over the pump location. The nurse did not hear the pump alarm. The patient required hospitalization as a result of the event. The pump was reprogrammed. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2001, product type: catheter. (B)(4).

Event description:
Additional reported information indicated that the patient recovered without any further events and was receiving normal drug infusion. The patient had compounded drug in his pump. Pump from the replaced pump was used in the new pump. The existing catheter was used, but poor backflow was noted. The actual catheter length was unknown. Additional information was requested but was not available at the time of this report.

Event description:
Additional information was received. It was reported that an overdose was confirmed and the patient was reported to have been "sleepy". It was reported that the patient had been monitored overnight while the catheter was cleared and the baclofen wore off. The catheter issue was found to be in the distal/spinal segment of the catheter, which was determined by disconnecting the catheter from the pump. The catheter could not be aspirated, but would still allow forward flow. Three weeks after pump replacement, the patient was doing "well" without deviation from his baseline. It was noted that the patient would likely need a catheter replacement in the future to prevent another overdose.

Manufacturer narrative:
(B)(4).